Event description:
On (B)(6) 2012 the reporter contacted animas to report that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The patient noted she had intermittently been giving herself bolus doses of humalog insulin via a syringe injection due to the pump keypad issue. For three days, the patient obtained blood glucose levels of "in the 500's mg/dl". The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient did not seek any medical attention. There were no reported issues with the infusion set or infusion site. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump keypad issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed, that the keypad buttons responded to button presses as expected. The keypad cover was removed and there was no contamination or damage found to the key contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated the complaint, the total daily dose appeared to be inconsistent due to the time/date resetting to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.